Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the tip on the front cutter is broken off.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device used for treatment and not diagnosis. The performed investigation has shown that the tip of front cutter is broken off. Unfortunately we can not comprehend the exact cause for this adverse event afterwards. We assume that several mechanical overloads have exceeded the carrying capacity of the material, and finally led to material failure, fatigue. The fracture surface is homogeneous, which indicates a proper quality of material.